Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen was cracked and the pump screen was only showing various lines of different colors with no discernable symbols or text. Reportedly, the contact was unsure of how the touch screen became cracked. The contact reported that the pump was not functional. Customer's blood glucose level was 243 mg/dl and was addressed with a bolus via the pump. The contact confirmed that an alternate method of insulin delivery was available.